Manufacturer narrative:
E: (B)(6).

Event description:
This report is based on information provided by philips, service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the v60 indicating while servicing, it was confirmed that when a returned power management printed circuit board assembly (pcba) was seated and upon power on the device displayed error code 1007 machine and proximal pressure sensors failed message. It was concluded that the power management printed circuit board assembly (pcba) was defective. It is unknown if the part was replaced to resolve the reported issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported.